Event description:
It was reported that the physician was attempting an arthroscopic bone implant using a speedscrew 5.5 mm knotless fixation device. During the procedure, the screw broke. The physician was able to completely remove the screw but needed to revert to a mini-open to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt age and gender as well as the date of the event have been requested but not received.